Event description:
A customer experienced a cartridge alarm 29 and a cartridge alarm 30 during the pump load process, which stopped all insulin deliveries. As a result of the alarms and ¿being off insulin for an extended period of time¿ the customer¿s blood glucose (bg) elevated but a specific bg value was not provided, and customer alleged they went to the emergency room (ER). Treatment provided while in the ER was unable to be obtained as customer declined further troubleshooting with tandem technical support. Reportedly, the customer was released from the ER the following day and would reach out to their health care provider to obtain al alternate method of insulin therapy.